Event description:
The customer reported via phone call that they received a button error alarm. Customer reported the buttons were not functional. Customer also reported the alarm could not be cleared. Customer's blood glucose was 230 mg/dl. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump was received with unresponsive buttons due to flattened esc and act buttons dome switch. No button error alarm noted during testing. Pump had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.